Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-may-2024 and 05-may-2024, it was reported that the insulin leaking from cannula housing/site for 12 - 36 hours, which caused the patient's blood glucose from 280 to 320 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Initial and final MDR 1885033 - MDR 3003442380-2024-07534 - device 3 of 6.